Event description:
It was reported that this device detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services was contacted since the physician questioned whether a defibrillation threshold (dft) test or sync shock would detect potential lead damage. No adverse patient effects were reported. The device and rv lead remain in service.

Event description:
It was reported that this device detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services was consulted and recommended in-clinic lead integrity testing to assure normal device operation. No adverse patient effects were reported. The device and rv lead remain in service. Additional information received indicates commanded shock testing was performed and out-of-range shock impedance resulted. Subsequently, the physician decided the entire system will be explanted in (B)(6) 2022 at the uniklinikum essen. Until then, the patient will be wearing a lifevest. No additional adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device detected high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services was consulted and recommended in-clinic lead integrity testing to assure normal device operation. No adverse patient effects were reported. The device and rv lead remain in service. Additional information received indicates commanded shock testing was performed and out-of-range shock impedance resulted. Subsequently, the physician decided the entire system will be explanted in august 2022 at the uniklinikum essen. Until then, the patient will be wearing a lifevest. No additional adverse patient effects were reported. Additional information received indicates since the patient is on a transplant list and a revision procedure was deemed too risky, the physician decided to just add a new defibrillation lead. The procedure took place in the end of july 2022. No additional adverse patient effects were reported.